Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint from (B)(4) alleges "doctor in (B)(6) hospital found the balloon leakage during functional test prior to use on patient". There was no report of patient harm. No report of necessary medical intervention.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. A visual inspection was conducted on the actual complaint sample. The patient end of the tube appeared to be in an abnormal shape. The cuff pressure of the clear cuff and the blue cuff of the device were then tested by inflating the cuff to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of the clear cuff deflated rapidly at 25 mbar whereas blue cuff pressure maintained at 25 mbar. The device was then submerged underwater and no air bubbles were observed flowing out from blue cuff whereas air bubbles were observed flowing out from clear cuff. Colored water was then injected into the clear cuff to identify the source of leakage. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. Based on the investigation performed, the complaint of cuff leaking was confirmed as a cut mark was found on the cuff of the device. A 100% inspection is conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. The defect is most likely due to mishandling of the device, although this could not be confirmed. Other remarks: a conclusion code could not be chosen as the complaint was confirmed; however, root cause was not established.

Event description:
Customer complaint from (B)(6) alleges "doctor in (B)(6) found the balloon leakage during functional test prior to use on patient". There was no report of patient harm. No report of necessary medical intervention.